Event description:
During a transcatheter aortic valve implantation (tavi) procedure, a perforation occurred with extraction of the leads. The patient was transferred to surgery for repair of the hole in the apex. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a transcatheter aortic valve implantation (tavi) procedure, a perforation occurred and the catheter was removed. An echocardiogram was performed along with a transesophageal echocardiography to diagnose the perforation. The patient was transferred to surgery for repair of the hole in the rv apex. The patient was stable after the thoracic surgery. There were no performance issues with the device.